Event description:
A field service engineer (fse) was present for an seeg case. The surgeon had 12 trajectories planned unilaterally on the left side. The patient was positioned supine with the head tilted to the right for easier access to the left side. The surgeon was using the rosa 2.45mm drill adaptor at the first trajectory for the case when the drill bit became lodged in the drill adaptor. The site could not remove the drill bit and adaptor from rosa¿s instrument holder and tried to dislodge the drill bit from the adaptor using a 1lb mallet and irrigation. Per the surgeon¿s request, the site used a secondary adaptor (3.2mm) to complete the case, so there was only a couple minutes of delay (>5minutes) as the new adaptor was placed in the instrument holder. The new adaptor worked with no issues during the duration of the case. The remainder of the case went well with no issues noted as the defective adaptor was not being used.

Manufacturer narrative:
Product was returned at manufacturing site on 09-nov-2020. Device will be analyzed as part of an on-going CAPA about drill adaptors failures. Therefore, the root cause of this event remains unknown.

Event description:
A field service engineer (fse) was present for an seeg case. The surgeon had 12 trajectories planned unilaterally on the left side. The patient was positioned supine with the head tilted to the right for easier access to the left side. The surgeon was using the rosa 2.45mm drill adaptor at the first trajectory for the case when the drill bit became lodged in the drill adaptor. The site could not remove the drill bit and adaptor from rosa¿s instrument holder and tried to dislodge the drill bit from the adaptor using a 1lb mallet and irrigation. Per the surgeon¿s request, the site used a secondary adaptor (3.2mm) to complete the case, so there was only a couple minutes of delay (>5minutes) as the new adaptor was placed in the instrument holder. The new adaptor worked with no issues during the duration of the case. The remainder of the case went well with no issues noted as the defective adaptor was not being used.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; g4; h2; h3; h6 g4 corrected. The returned product was evaluated and confirmed the condition to be associated with a previously opened corrective action. Additional information does not change previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
A field service engineer (fse) was present for an seeg case. The surgeon had 12 trajectories planned unilaterally on the left side. The patient was positioned supine with the head tilted to the right for easier access to the left side. The surgeon was using the rosa 2.45mm drill adaptor at the first trajectory for the case when the drill bit became lodged in the drill adaptor. The site could not remove the drill bit and adaptor from rosa¿s instrument holder and tried to dislodge the drill bit from the adaptor using a 1lb mallet and irrigation. Per the surgeon¿s request, the site used a secondary adaptor (3.2mm) to complete the case, so there was only a couple minutes of delay (>5minutes) as the new adaptor was placed in the instrument holder. The new adaptor worked with no issues during the duration of the case. The remainder of the case went well with no issues noted as the defective adaptor was not being used.

Manufacturer narrative:
It was reported that a drill bit became fused in a drill adaptor. The most probable root cause of this event is that because of the friction between the drill bit and the drill adaptor during drilling, the metal heated up and swollen which caused the mechanical jam. Since this part was not returned for investigation, the technical root cause of the event could not be determined. This topic is addressed through a CAPA.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A field service engineer (fse) was present for an seeg case. The surgeon had 12 trajectories planned unilaterally on the left side. The patient was positioned supine with the head tilted to the right for easier access to the left side. The surgeon was using the rosa 2.45mm drill adaptor at the first trajectory for the case when the drill bit became lodged in the drill adaptor. The site could not remove the drill bit and adaptor from rosa¿s instrument holder and tried to dislodge the drill bit from the adaptor using a 1lb mallet and irrigation. Per the surgeon¿s request, the site used a secondary adaptor (3.2mm) to complete the case, so there was only a couple minutes of delay (>5minutes) as the new adaptor was placed in the instrument holder. The new adaptor worked with no issues during the duration of the case. The remainder of the case went well with no issues noted as the defective adaptor was not being used.